Event description:
Reporter alleged blood glucose measured 197 mg/dl back to back with a result of 67 mg/dl when performed within 10 minutes of each other. No treatment was received or actions taken as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.